Manufacturer narrative:
Analysis of historical records: orthofix srl checked the internal records related to the controls made on the device code m101, lot b86 (marked on component 600001s) before the market release. No anomalies have been found. The original lot, was comprised of (B)(4) units, manufactured between april and december 2008. All of them have already been distributed to the market. According to orthofix srl historical records, no other notifications have been received in regards to this specific device lot. Technical evaluation: the device involved in this event was received at orthofix srl on october 5, 2020. The technical evaluation is in progress. Medical evaluation: the information made available on the case was sent to our medical evaluator. A preliminary medical evaluation was performed and will be finalized once the results of the investigation are available. As soon as the results of the investigation become available, orthofix srl will provide a follow up report. Orthofix srl continues monitoring the devices on the market.

Event description:
The information provided by the local distributor indicates: hospital name: (B)(6). Surgeon name: dr. (B)(6). Date of initial surgery: (B)(6) 2020. Body part to which device was applied: ulna. Surgery description: correction. Patient information: (B)(6) year-old, female. Problem observed during: into treatment/post-operative. Type of problem: device functional problem. Event description: the external fixator could not be extended as planned. The patient's mother had rotated the device 90 degrees twice daily to extend it until 18th day of extension, as directed by the surgeon. The surgeon noticed something unusual during the outpatient examination 18th day of extension. The extension distance was not smooth compared to the previous outpatient examination (8th day of extension). The surgeon heard from the patient's mother that the wrench was spinning when the device was rotated (the clamp does not move even if the wrench is rotated). The surgeon confirmed that he had rotated the device 720 degrees and extended it by 1 mm with an x-ray in the outpatient examination. The surgeon considered the possibility of a device malfunction and changed the treatment policy thereafter. The device was rotated 360 degrees once a day. On the 24th day of the extension, the surgeon heard from the patient's family that the device was spinning again. The surgeon thought that the external fixator had a problem, so he changed to a mini rail short. The complaint report form also indicates: the device failure had adverse effects on patient. The initial surgery was completed with the device. The event led to a delay in the duration of the surgical procedure: the extension plan was changed from 90 degrees twice a day to 360 degrees once a day. An additional surgery was not required. A medical intervention was required: no information is available yet, except that the mini rail short was used as an alternative. Copies of the operative report are not available. Copies of the x-ray images are not available. Patient current health condition: there is no problem with the patient's condition. Further information received on september 29, 2020 from the local distributor: patient's weight and height: (B)(6) kg, 135.7cm. The surgeon replaced the external fixator at outpatient clinic without anesthesia. Since the fixator replacement was done without anesthesia, we changed to not reporting to pmda. The initial surgery was on (B)(6). The date when the extension started was (B)(6). The patient visited the outpatient department 8 and 18 days after the start of the extension. The fixator was replaced 24 days after the start of the extension. Approximately one month after the fixator was replaced, we heard from the surgeon about this event. On october 16, 2020 orthofix srl received copy of x-ray images from the local distributor. (B)(4).

Manufacturer narrative:
Analysis of historical records. Orthofix srl checked the internal records related to the controls made on the device code m101, lot b86 (marked on component 600001s) before the market release. No anomalies have been found. The original lot, was comprised of (B)(4) units, manufactured between april and december 2008. All of them have already been distributed to the market. According to orthofix srl historical records, no other notifications have been received in regards to this specific device lot. Technical evaluation: the returned device, received on 5th october 2020, was examined by orthofix srl quality engineering department. The device was subjected to visual and functional check as per orthofix srl specification. The visual check did not evidence any anomalies, with the exception of some white residues in the threaded hole. Considering the event description notified, in the functional check it has been verified the displacement of the sliding after a complete turn clockwise. As indicated in the operative technique, a complete clockwise turn corresponds to a displacement of about 1 mm. The functional check did not evidence any anomalies. Medical evaluation: the information made available on the event together with the results of the technical evaluation were sent to our medical evaluator. Please find below an extract of the medical evaluations performed. (B)(6) 2020. In this case a patient of 8 years with normal height and weight was being treated for an abnormality of the ulna, which was short and required lengthening. A m101 fixator was applied. Please note the excellent application: the screws are perfectly parallel and the screw lengths all correct - very nice. It seems that the patient's mother was lengthening the fixator but that perhaps the nut was turning but not lengthening. The surgeon exchanged the fixator for a m103 model and lengthening proceeded (we assume, but have no direct information). The fixator was applied (B)(6) 2020. X-ray (B)(6) 2020 (6 days) shows fixator applied and osteotomy closed. X-ray (B)(6) 2020 (after 8 days of lengthening - we are not told when this was started) osteotomy open maximum 2 mm. After 8 days it should be open 4 mm; for comparison bone screws are 3 mm diameter. One full turn of the lengthening nut = 1 mm lengthening; 2 x 90 degree turns per day = 0.5 mm / day. X-ray (B)(6) 2020 (18 days of lengthening) the osteotomy has not changed in the first x-ray, and I think also not in the 2nd, although the angle of the picture is slightly different. This was after the surgeon lengthened by 2 mm in clinic. This story suggests that the lengthening mechanism is slipping somehow. However, in the first 6 images they show that the fixator lengthened even when being held against resistance. Lengthening was not achieved but we don't know why. This is a very well written complaint report. (B)(6) 2020 with the results of the technical evaluation. When checked in the orthofix laboratory it was found that the device worked normally. The device was tested by the distributor after it was removed; they extended it by 10 full turns against resistance, and the device extended 10 mm as expected (page 4 of report, images 5 & 6). When the surgeon tried to extend it by 1 mm on (B)(6) 2020 it did seem to extend, but did not extend thereafter. As far as we can tell the device functions normally. There must have been some technical problems that caused this malfunction. Final comments: the results of the technical evaluation concluded that the returned device still works properly and it could function as intended. The medical evaluation evidenced as follows: the device was tested by the distributor after it was removed; they extended it by 10 full turns against resistance, and the device extended 10 mm as expected (page 4 of report, images 5 & 6). When the surgeon tried to extend it by 1 mm on (B)(6) 2020 it did seem to extend, but did not extend thereafter. As far as we can tell the device functions normally. There must have been some technical problems that caused this malfunction. Based on the results of the technical evaluation and on the evidences deriving from the medical evaluation, orthofix can conclude that the reason for the failure of treatment in this patient is unknown, as the returned device functions normally. Orthofix srl historical records shows that no other notifications have been received in regards to this specific device lot. Orthofix srl continues monitoring the devices on the market.

Event description:
The information provided by the local distributor indicates: hospital name: (B)(6). Surgeon name: dr. (B)(6). Date of initial surgery: (B)(6) 2020. Body part to which device was applied: ulna. Surgery description: correction. Patient information: 8 year-old, female. Problem observed during: into treatment/post-operative. Type of problem: device functional problem. Event description: the external fixator could not be extended as planned. The patient's mother had rotated the device 90 degrees twice daily to extend it until 18th day of extension, as directed by the surgeon. The surgeon noticed something unusual during the outpatient examination 18th day of extension. The extension distance was not smooth compared to the previous outpatient examination (8th day of extension). The surgeon heard from the patient's mother that the wrench was spinning when the device was rotated (the clamp does not move even if the wrench is rotated). The surgeon confirmed that he had rotated the device 720 degrees and extended it by 1 mm with an x-ray in the outpatient examination. The surgeon considered the possibility of a device malfunction and changed the treatment policy thereafter. The device was rotated 360 degrees once a day. On the 24th day of the extension, the surgeon heard from the patient's family that the device was spinning again. The surgeon thought that the external fixator had a problem, so he changed to a mini rail short. The complaint report form also indicates: the device failure had adverse effects on patient. The initial surgery was completed with the device. The event led to a delay in the duration of the surgical procedure: the extension plan was changed from 90 degrees twice a day to 360 degrees once a day. An additional surgery was not required. A medical intervention was required: no information is available yet, except that the mini rail short was used as an alternative. Copies of the operative report are not available. Copies of the x-ray images are not available. Patient current health condition: there is no problem with the patient's condition. Further information received on september 29, 2020 from the local distributor: patient's weight and height: 26.3 kg, 135.7cm. The surgeon replaced the external fixator at outpatient clinic without anesthesia. Since the fixator replacement was done without anesthesia, we changed to not reporting to pmda. The initial surgery was on (B)(6). 2020. The date when the extension started was(B)(6) 2020. The patient visited the outpatient department 8 and 18 days after the start of the extension. The fixator was replaced 24 days after the start of the extension. Approximately one month after the fixator was replaced, we heard from the surgeon about this event. On (B)(6) 2020 orthofix srl received copy of x-ray images from the local distributor. Distributor reference number: (B)(4). Manufacturer reference number: (B)(4).